Event description:
It was reported that shaft break and patient anxiety occurred. The patient presented with angina. The target lesion was located in a coronary artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the shaft broke and the patient experienced anxiety. The detached portion of the device was pulled out of the body for removal, no intervention was required. The procedure was completed with a different device. No further complications were reported and the patient was fully recovered.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an incomplete device return of an emerge mr balloon catheter. The device was visually and microscopically examined. There was a hypotube separation, however, the proximal portion of the hypotube as well as the manifold were not returned. The full length of the device returned was 78.7cm. The separated end was ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded.

Event description:
It was reported that shaft break and patient anxiety occurred. The patient presented with angina. The target lesion was located in a coronary artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the shaft broke and the patient experienced anxiety. The detached portion of the device was pulled out of the body for removal, no intervention was required. The procedure was completed with a different device. No further complications were reported and the patient was fully recovered.